Manufacturer narrative:
A complaint was received involving a circumcision clamp that reportedly cut the tissue itself during use. No long-term complications or serious injury have been reported. The device has not been returned for evaluation; therefore, the root cause of the event cannot be determined at this time. Follow-up activities are ongoing to obtain the device and additional information related to the event.

Event description:
When the pediatrician clamped down the device it cut the tissue itself, he only had to cut about 1 millimetre himself. There were no injuries to the patient.